Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn1664 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebn1664) have been reported from the same facility.

Event description:
It was reported by the facility that the clamp broke on the end of the slide. It was stated the facility used chg to clean the catheter but not the clamp. Facility contact reported that the dressing is changed every six days with use of chg and the catheter is accessed for infusion and aspiration every eight hours or with intermittent use. The clamp broke after a few days of use. This report address the second clamp.